Event description:
It was reported via our loaner employee: after a surgery, it was observed that the instrument was broken. An x-ray was taken and it was noticed that the piece of the instrument was left in the patient.

Manufacturer narrative:
Additional information, has been requested and if received, will be submitted on a supplemental report.